Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate shock therapy for atrial fibrillation with rapid ventricular response. The physician prescribed rate control medication. The patient was in stable condition.